Event description:
It was reported that the patient with this right atrial (ra) lead experienced a warm sensation coming from the device. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ra lead remains in service.